Manufacturer narrative:
Correction on initial report: additional information provided: the customers¿ report of an infusion completing faster than programmed infusion was not confirmed. Physical inspection noted the device was without the instrument seal. The bezel hinge is cracked on both upper and lower portions on both outside and inside, chip on the bottom right and indented rear right corner of rear case. Rattling inside the device revealed that the l2 holder plastic cap, screw, washer, and nut, on the motor controller board, had come loose. The other observed anomalies were slightly dull iui connectors. The pcu device and its logs were not received. Analysis of the pump module event log showed no infusion programs running on dates stated in incident. There were no obvious programming errors. Functional testing performed found the device delivering fluid within specification. The root cause of the customers¿ report of 2 different incidents of faster infusion than programmed on 07 february 2019 and 10 february 2019 was not identified. No infusions were found to have been programmed on those dates on the returned device.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿on 2/7/19 two instances were reported of chemotherapy infusing on an alaris carefusion 8100 pump (separate patients) that infused at a significantly faster rate than what was programmed into the pump. There as no harm to either patient and the pumps were programmed correctly. On 2/10, a third incident occurred here an infusion of cardene infused in less than 30 minutes, which as also significantly faster than as programmed into the pump. The pump was programmed correctly and again, no harm to the patient occurred. This product is currently being evaluated by our biomed department - we will update this medsun report once rootcause is identified. Per biomed: we have noted "microcracks" that are only visible under magnifying glass in the highlighted area on several of the pumps that have faulted. Pictures attached." The customer reported that this file involves the medication taxol as the infusion.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿on (B)(6) 2019 two instances were reported of chemotherapy infusing on an alaris carefusion 8100 pump (separate patients) that infused at a significantly faster rate than what was programmed into the pump. There as no harm to either patient and the pumps were programmed correctly. On (B)(6), a third incident occurred here an infusion of cardene infused in less than 30 minutes, which as also significantly faster than as programmed into the pump. The pump was programmed correctly and again, no harm to the patient occurred. This product is currently being evaluated by our biomed department - we will update this medsun report once rootcause is identified. Per biomed: we have noted "microcracks" that are only visible under magnifying glass in the highlighted area on several of the pumps that have faulted." The customer reported that this file involves the medication taxol as the infusion.